Event description:
It was reported that during a follow up, the right atrial lead exhibited noise. The noise was reproducible with isometrics. The device was reprogrammed. All other electrical parameters were normal. The patients condition was good.

Manufacturer narrative:
(B)(4).